Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a driveline infection for the past 2 years. The patient was originally implanted at another hospital. It was also reported that this is a dialysis patient and the infection initially started from a dialysis catheter. The patient takes oral antibiotics; however, is non-compliant and does not change his dressing as indicated. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.